Event description:
Nursing staff entered pt room and found pt's feet on the floor; head and shoulders on bed. Pt's body was wedged between the bedrails. All four bedrails were up. No respirations noted; pt warm to touch. Pt was lowered to the floor; respirations resumed with this intervention. Pt placed back in the bed. Bruise noted to right upper quadrant approx 2" below rib cage. Left hip also reddened. No broken skin noted.